Event description:
Event description boston scientific received information that there were noisy intercardiac signals on stored ventricular tachy electrograms. These episodes occurred while the patient is sleeping or reading the newspaper. The pacemaker is programmed unipolar sense and bipolar pace. The clinician is able to reproduce noise and inhibition with isometric manipulation. When the pacemaker was rechecked in bipolar, no oversensing was present. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Event description boston scientific received information that there were noisy intercardiac signals on stored ventricular tachy electrograms. These episodes occurred while the patient is sleeping or reading the newspaper. The pacemaker is programmed unipolar sense and bipolar pace. The clinician is able to reproduce noise and inhibition with isometric manipulation. When the pacemaker was rechecked in bipolar, no oversensing was present. To date, there have been no reported patient symptoms associated with this clinical observation. Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
Technical services discussed doing isometric while sampling impedance measurements and full markers. The patient's sensitivity settings were discussed and it was advised to disable the autosense feature, as the stored v-tachy episodes could be due to myopotential oversensing and unknown sensitivity. Given the slightly low amplitude of the r-waves, decreasing the sensitivity was suggested. As the product remains in service, it will not be returned for analysis and boston scientific cannot confirm the clinical observation. Should additional information become available, this event will be updated. The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.